Event description:
This is filed to report recurrent mitral regurgitation. This research article was a prospective study designed to evaluate whether dobutamine stress echocardiography (dse) during transcatheter edge-to-edge mitral valve repair (tmvr) predicts residual mitral regurgitation. Complications identified in the study included recurrent mitral regurgitation. In conclusion, dse during tmvr can be a useful tool to predict significant residual mr at discharge. No additional information was provided. Details are listed in the article titled "dobutamine stress echocardiography during transcatheter edge-to-edge mitral valve repair predicts residual mitral regurgitation".

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported recurrent mitral regurgitation could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3, d6: dates estimated. D4: the UDI number is not known as the part and lot number were not provided. Article titled, "dobutamine stress echocardiography during transcatheter edge-to-edge mitral valve repair predicts residual mitral regurgitation."